Manufacturer narrative:
Batch review performed on 26 january 2024. Lot 2236402: (B)(4) items manufactured and released on 08-feb-2023. Expiration date: 2028-01-04. No anomalies found related to the problem. To date, 12 items of the same lot have been sold with no similar reported event.

Event description:
Revision surgery 6 months post of for stem loosening. Stem, ceramic head and liner were revised successfully.